Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level and the customer lost consciousness. The cause of the low bg was not known. Paramedics transported the customer to the emergency room (ER). The customer was treated with an injection of glucagon and after 4 hours, the customer left the ER in stable condition. Upon follow-up, tandem technical support reviewed the pump data and no device issues were identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no bolus requests made on (B)(6) 2017 or days before. There was no erratic basal rate adjustments. The last bolus request made was at 4:02pm on (B)(6) 2017. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.